Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "a patient who had a gamma 3 implant on (B)(6)2008 developed osteoarthritis of the hip joint and had to undergo tha, so the gamma 3 will be removed on (B)(6)2025."